Event description:
It was reported that the device had reached end of service (eos) unexpectedly. The device was explanted and replaced. It was also re ported that there was high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Weekly pacing log data shows ventricular lead max impedance steadily rises from an approximate baseline of 600 ohms to greater than 1400 ohms the week ending 2013 (B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).